Event description:
After 35 months of implantation, this lead was explanted along with the ICD, because it was reportedly "shorted out". This lead was part of a whole system explant because of a loss of telemetry after the pt rec'd electrical treatment for back pain.